Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, d.4, g.2.

Event description:
Patient reported "capsular contracture and intracapsular device rupture". Later, healthcare professional reported "rupture, capsular contracture baker grade IV". This report is for an left side. The device remains implanted.

Manufacturer narrative:
Correction to supplemental emdr #2: the become aware date/g3 of this emdr was incorrectly populated as 29/aug/2025. The correct become aware date/g3 is 13/aug/2025 with a due date of 12/sep/2025; this emdr was submitted on 24/sep/2025.

Event description:
Patient reported "capsular contracture and intracapsular device rupture". Later, healthcare professional reported "rupture, capsular contracture baker grade IV" confirmed via ultrasound. This report is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture (baker grade unknown) and intracapsular device rupture". This record is for an unknown side. The status of the device is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, non penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.